Event description:
It was reported that a lead warning was triggered. The right atrial (ra) lead had low impedance and had no sensing while in bipolar. During the replacement procedure, the following issues were noted through the analyzer: no capture, noise, undersensing, and high impedance. Additionally, threshold issues were noted. A lead fracture was suspected. The physician noted possible defect in atrial lead at the first rib/clavicle on the right by fluoroscopy. The lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.